Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 11 mg/dl. It was also reported that the customer's blood glucose dropped while he was driving, and as a result he was involved in an accident. The customer's doctor stated that he thinks the hypoglycemia was due to the settings in the insulin pump. The customer's doctor was not sure what adjustments should be made to the insulin pump settings. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. It was advised that the customer discontinue use of the insulin pump until his programming can be adjusted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.